Manufacturer narrative:
Manufacturer has requested product be returned. Investigation will be conducted and additional information submitted in a supplemental report once obtained. Xia torque wrench (catalog number 03807028) was also involved in the event. As it is unclear at this point which product was the cause of the failure, both are being included in this MDR.

Event description:
The distributor in a foreign country claimed today, that patients had instrument failure because of blocker luxation. Distributor replaced the xia torque wrench with a new one as advised previously 6 months ago by stryker area manager middle east. Distributor reported today that the doctor claimed today that there are two other patients who have blocker failure 3 months and 20 days after surgery. Doctor also mentioned that he pays attention to not fasten the blockers more than 12n by torque wrench. Since the problem is occurring for several times, they need to know the reason and how to solve the issue as fast as possible. Item under warranty.